Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The issue was found to have been caused by the device's system board. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve an injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4). The device was not repaired following the investigation, the device was scrapped.